Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as there was a recent change of the caretaker and the dialysis was performed by an untrained caretaker. On the same day as the manifestations, the patient was hospitalized for the event. On the same day, the patient was treated with injection amikacin (75 mg, intraperitoneally, each bag) and injection ciprofloxacin (100 mg, intraperitoneally, each bag). Three days after the start of the treatment, the patient recovered from the peritonitis; however, antibiotic treatment continued. No additional information is available.